Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: uterus'), device dislocation ('migration of essure device location of device: sigmoid colon/2 inserts in left hemipelvis, 1 insert in right hemipelvis'), embedded device ('soft fallopian tube with a metal coil embedded in it') and large intestine perforation ('perforation (other) please describe and state the location of the perforation: located on colon') in a (B)(6) year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "first the right tube was identified, however. The first essure was unable to satisfactorily implant; therefore, a second one was placed on the right hand side." The patient's medical history included overweight, miscarriage, rash, mood disorder, nabothian cyst, anisometropia and multigravida. The patient denies shortness of breath and chest pain. Denies changes in vision. One child born with birth defect (midline): nasal pyriform aperture stenosis. Concomitant products included oxitriptan (triptan) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required). On (B)(6) -2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal cyst ("other injury(ies) or complication (s) please describe: vaginal cysts without other known cause"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurry") and blepharospasm ("vision/eye problems type: blurry/blepharospasms"). On (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel") and muscular weakness ("rectal weakness"). On (B)(6) 2015, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6) 2016, the patient experienced flushing ("rashes or skin conditions type: sudden flushing of face /body /neck,"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), back pain ("low back pain"), arthralgia ("hip joints pain, knees pain, elbows pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement-having trouble operating device placement and several devices with fragments present."). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy, (B)(6) 2018, bilateral salpingectomy and exploration of 3rd device and laparoscopic exploration, bilateral salpingectomy, excision of abdominal essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, device dislocation, embedded device, large intestine perforation, vaginal haemorrhage, menorrhagia, flushing, nausea, trigeminal neuralgia, dysmenorrhoea, pelvic pain, vision blurred, blepharospasm, weight increased, irritable bowel syndrome, muscular weakness, vaginal cyst, abdominal pain lower and complication of device insertion outcome was unknown and the depression, anxiety, migraine, headache, fatigue, back pain, arthralgia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, blepharospasm, complication of device insertion, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, flushing, headache, irritable bowel syndrome, large intestine perforation, menorrhagia, migraine, muscular weakness, nausea, pelvic pain, trigeminal neuralgia, vaginal cyst, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Information received: essure placement pelvic xr, 2 inserts in left hemipelvis, 1 insert in right hemipelvis. Fragment project above lower sacrum, likely related to placement. Date received: (B)(6) 2012. Mr-she had 3 devices placed as there was difficulty placing 1 device on 1 side as per mr-she had 3 devices placed as there was difficulty placing 1 device on 1 side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: foreign body, essure coil, removal: essure coil, identified grossly. Gross examination only. Fallopian tube, left, salpingectomy: multiple paratubal cysts, otherwise unremarkable. Fallopian tube, right, salpingectomy: multiple paratubal cysts, otherwise unremarkable. X-ray - on (B)(6) 2012: impression: status post essure insertion procedure. 2 essure micro-inserts are seen in the left hemi pelvis and a single micro-insert is seen in the right hemipelvis. A tiny metallic fragment, likely related to essure placement, projects over the right lower sacrum. Clinical correlation is recommended. Bilateral hip joints and bilateral sacroiliac joints appear unremarkable. No evidence of fracture. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), depression, anxiety malposition of essure device location of device: uterus, rashes or skin conditions type: sudden flushing of face body neck, migraines / headaches, migration of essure device location of device: sigmoid colon, nausea, trigeminal neuralgia, device breakage, dysmenorrhea (cramping), pain, vision/eye problems type: blurry/blepharospasms, fatigue, weight gain, irritable bowel rectal weakness, perforation (other) please describe and state the location of the perforation: located on colon, other injury(ies) or complication (s) please describe: vaginal cysts without other known cause, low back pain, hips joints, knees, elbows, lower abdomen pain" , complications or problems that occurred at the time of your essure placement-having trouble operating device placement and several devices with fragments present. Were added. Outcome of events " abdominal pain, low back pain, joint pain, fatigue, migraines, headache, depression, anxiety " were updated as recovered. Reporter, patient and reporter information were added. Lab data and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: uterus,'), device dislocation ('migration of essure device location of device: sigmoid colon/2 inserts in left hemipelvis, 1 insert in right hemipelvis.'), embedded device ('soft fallopian tube with a metal coil embedded in it') and large intestine perforation ('perforation (other) please describe and state the location of the perforation: located on colon') in a 33-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "first the right tube was identified, however. The first essure was unable to satisfactorily implant; therefore, a second one was placed on the right hand side.". The patient's medical history included overweight, miscarriage, rash, mood disorder, nabothian cyst, anisometropia and multigravida. The patient denies shortness of breath and chest pain. Denies changes in vision one child born with birth defect (midline): nasal pyriform aperture stenosis. Concomitant products included oxitriptan (triptan) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced vaginal cyst ("other injury(ies) or complication (s) please describe: vaginal cysts without other known cause"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurry") and blepharospasm ("vision/eye problems type: blurry/blepharospasms"). On (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel") and muscular weakness ("rectal weakness"). On (B)(6) 2015, the patient experienced trigeminal neuralgia ("neurological conditions or problems type: trigeminal neuralgia"). On (B)(6) 2016, the patient experienced flushing ("rashes or skin conditions type: sudden flushing of face /body /neck,"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), back pain ("low back pain"), arthralgia ("hip joints pain, knees pain, elbows pain"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement-having trouble operating device placement and several devices with fragments present."). The patient was treated with surgery ((B)(6) 2018, bilateral salpingectomy, (B)(6) 2018, bilateral salpingectomy and exploration of 3rd device and laparoscopic exploration, bilateral salpingectomy, excision of abdominal essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, device dislocation, embedded device, large intestine perforation, vaginal haemorrhage, menorrhagia, flushing, nausea, trigeminal neuralgia, dysmenorrhoea, pelvic pain, vision blurred, blepharospasm, weight increased, irritable bowel syndrome, muscular weakness, vaginal cyst, abdominal pain lower and complication of device insertion outcome was unknown and the depression, anxiety, migraine, headache, fatigue, back pain, arthralgia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, blepharospasm, complication of device insertion, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, flushing, headache, irritable bowel syndrome, large intestine perforation, menorrhagia, migraine, muscular weakness, nausea, pelvic pain, trigeminal neuralgia, vaginal cyst, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 182 lbs information received: essure placement pelvic xr, 2 inserts in left hemipelvis, 1 insert in right hemipelvis. Fragment project above lower sacrum, likely related to placement date received: (B)(6) 2012. Mr-she had 3 devices placed as there was difficulty placing 1 device on 1 side as per mr-she had 3 devices placed as there was difficulty placing 1 device on 1 side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: a. Foreign body, essure coil, removal: essure coil, identified grossly. Gross examination only. B. Fallopian tube, left, salpingectomy: multiple paratubal cysts, otherwise unremarkable. C. Fallopian tube, right, salpingectomy: multiple paratubal cysts, otherwise unremarkable.. X-ray - on (B)(6) 2012: impression: status post essure insertion procedure. 2 essure micro-inserts are seen in the left hemi pelvis and a single micro-insert is seen in the right hemipelvis. A tiny metallic fragment, likely related to essure placement, projects over the right lower sacrum. Clinical correlation is recommended. Bilateral hip joints and bilateral sacroiliac joints appear unremarkable. No evidence of fracture.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.